Event description:
A sorin representative noticed an error in the german translation of the programmer software version smartview 2.40. The error is located in the patient screen: the section related to the leads is labeled "elektrodenmesswerte", although it should be labeled "elektroden", according to the reporter. The reporter has identified the same translation error in different smartview modules (paradym rf, paradym, reply, reply 200 and kora), and requested a correction in the next programmer software version.

Manufacturer narrative:
(B)(4).

Event description:
A sorin representative noticed an error in the (B)(6) translation of the programmer software version smartview 2.40. The error is located in the patient screen: the section related to the leads is labeled "elektrodenmesswerte", although it should be labeled "elektroden", according to the reporter.the reporter has identified the same translation error in different smartview modules (paradym rf, paradym, reply, reply 200 and kora), and requested a correction in the next programmer software version.